Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
Patient was hospitalized for diabetic ketoacidosis (dka) following a delay in continuous glucose monitor (cgm) sensor supply, lack of understanding of ilet bg run mode, and absence of a formal backup plan for restarting long-acting insulin. Patient experienced hyperglycemia for approximately 4 days, with a reported peak blood glucose of 516 mg/dl. Symptoms included fatigue, excessive thirst, polyuria, nausea, and vomiting. No ketone testing was performed prior to hospitalization. Patient self-administered backup insulin injections without assistance but ultimately required emergency care. Patient was transported to the ER by another individual, admitted to ICU, and treated with IV insulin. Discharged on (B)(6) after stabilization. During hospitalization, patient received lantus 30 units and resumed ilet therapy prior to discharge. Cgm target was temporarily adjusted higher to reduce hypoglycemia risk. No long-term health effects reported.